Event description:
It was reported that after opening and connecting the package. The device was not warming and kept alarming. A new l-70 was connected and the issues resolved. No patient involvement.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. Two pictures and two samples were received for evaluation. During the analysis of the pictures, leakage can?t be confirmed. It was observed that there was noticeable a cracking on luer lock adapter, this condition could cause leakage or another functional failure on the product. The samples were visually inspected under normal lighting. The first sample had no marks or stains on tube surface, or reflux connector or on swivel connector; doesn't shown any visual or cosmetic issue. Sample two observed cracking on luer lock adapter and this cosmetic issue could cause leakage or fail a functional test. Failure mode in sample two can be confirmed. Based on manufacturing procedure and failure mode reported, a leakage test was performed on the samples in order to verify if leakage can be confirmed or not caused by cracking on luer connector. The samples didn't pass the leakage test. Based on the leak test results, the reported complaint is confirmed. Based on investigation performed on sample, and per trend review during last year for cracking in component luer lock adapter a supplier corrective action was issued in order to investigate failure mode and determine root cause. Root cause can be determined as supplier item fault. Updated d4 (catalog number), d10, h3., corrected data: d1, d2 and d4.